Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and unknown ketone level; cause was due to an unspecified pump malfunction. Subsequently, the customer was hospitalized and treated with intravenous saline and insulin fluids. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.